Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device nt returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they had issues. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they had issues. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Corrected section: e1 event address - changed from 10180 se¿ to ¿10200 se. Trackwise # (B)(4). A lot history record review was completed for lots 25149772, 25149459, and 25148998; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.